Manufacturer narrative:
A resident was using their scooter and didn't stop fast enough. Their shin went into the edge and caused a laceration. Further investigation anticipated as device is yet to be returned back to the manufacturer.

Event description:
Patient experienced a minor laceration related to bed model number mc9rwb. The user facility reported that the patient was going too fast on their scooter and not paying attention to the distance, running into a sharp edge underneath the bed frame.